Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction of the external flow sensor was observed. The device had evidence of water ingress. The device's external flow sensor was replaced to address the issue.